Event description:
The facility reported a pump with false air alarms. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA (B)(4). Evaluation summary: the reported condition of a pump with false air alarms was confirmed during product evaluation. This alarm was due to a faulty pump head mechanism and therefore the pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA (B)(4).